Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that a pin of the white controller cable was twisted and loose was not confirmed. No product was returned for evaluation, and no log file was submitted for review for this event. The root cause of the reported event could not be conclusively determined through this analysis. Several emails with requests for missing meaningful data and event details were sent to the clinical specialist, asking if the product would be returned for evaluation. However, per the customer response received on 26oct2021, no product will be returned for analysis. The exact cause of the reported event was not determined through this analysis. As a result, this complaint file will be closed with no further action. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain how to use the various power sources to power the heartmate 3 lvas, including how to connect the system controller power cables to the power sources. These sections explain that when connecting to 14v battery clips, align the half circles inside system controller power cable connector with the power cable connector for the battery clips. Do not try to join misaligned connectors, which can damage them. Firmly push together the two connectors and tighten the connector nut until secure. Hand tighten only¿do not use tools. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 01sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was being switched from the power module to 14 volt batteries and it was noted that a pin of the white system controller cable was twisted and loose. The patient's controller was exchanged and the patient was hemodynamically stable with no symptoms. Additionally on the patient's second system controller there was a "mini-console failure, replace system controller" alarm. The patient's controller was exchanged again and the patient had no symptoms of hemodynamic decompensation. Related MFR # for the patient's second system controller: 2916596-2021-04530.